Event description:
It was reported that tip stuck in stent occurred. Vascular access was obtained utilizing a brachial arm approach. The target lesion was located in the right superficial femoral artery. An angiojet solent omni was used for a thrombectomy procedure. During procedure, it was noted that the tip of the catheter was stuck on the patient's implanted stent graft while the physician was advancing the device. The device was completely removed from the patient's body and found out that the tip looked frayed. The physician wanted to open another catheter but an angiojet solent dista was expired on the shelf. It was unable to proceed the treatment. No patient complications were reported.